Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing discomfort described by the patient as warmth at the ipg sit when stimulation is turned on and while recharging. . The nurse practitioner confirmed the issue and the site does not exhibit any signs of infection. The patient was prescribed an antibiotic as a precautionary measure. The physician attempted to extract fluid from the site however only 2cc was obtained and the absence of infection was confirmed. The patient has decided to deal with the pain as she needs the stimulation to relieve the pain. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.